Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was tested with a generator and was functional, in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. During functional testing, the device performed as expected and no alert screens were displayed. The device was disassembled to inspect the internal components and the sheath of the blade was missing. Due to the sheath not being present, alert screens could be displayed. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. No conclusions could be reached on how the sheath of the blade was missing.

Event description:
It was reported that before a lap hysterectomy, an error message was displayed at a setting. The error message was unknown. The device was not used for the patient. Another competitive device was used to complete the case. There were no adverse consequences to the patient.